Event description:
On 4/26/98, a 71-yr old male pt with a history of severe parkinsons and peptic ulcer disease was admitted to the hosp for gastrointestinal bleeding. Endoscopy confirmed gastric erosion directly opposite the tip of the enteral feeding device. The pt had been in a nursing home prior to admission to the hosp and was unresponsive. The MFR's device had been in place since 1/2/98. This individual had active peptic ulcer disease prior to the placement of the enteral feeding tube. The hosp staff believed that the MFR's device might have been one of the contributing factors in the current ulcer only beause of the ulcer's position on the gastric wall opposite the device even though the tube had been in place without problem for almost four mos prior to the incident. The pt underwent surgery on 4/26/98 to oversew the gastric ulcer. This incident does not result from either a defect or malfunction of the device, but may be due in part to the pt's pre-existing med condition and compromised physical condition.